Manufacturer narrative:
H.6. Investigation summary : no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a hole in it. This was discovered during use. The following information was provided by the initial reporter: material no: 301029 batch no: unknown. It was reported that there was a hole in the syringe. Product description summary there was a hole in the syringe. I do not know if there was an injury or if the sample was in contact with bodily fluids. I have not heard back from the customer. 1. What is the affected product lot #? Lot is unknown. 2. Are any patient identifiers available (i.e. Gender, initials, weight, etc.)? 3. Was the hole discovered before, during or after use? If during or after, please answer the questions below as well. During. Did serious injury occur as a result of this incident? No. 4. Did erroneous results occur on the patient due to this incident? 5. Was the course of treatment changed due to event? 6. Exposure to blood/bodily fluid? Yes, bloody saline solution. Were any other actions taken because of the issue stated?

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had a hole in it. This was discovered during use. The following information was provided by the initial reporter: material no: 301029, batch no: unknown. It was reported that there was a hole in the syringe. Product description summary there was a hole in the syringe. I do not know if there was an injury or if the sample was in contact with bodily fluids. I have not heard back from the customer. What is the affected product lot #? Lot is unknown. Are any patient identifiers available (i.e. Gender, initials, weight, etc.)? Was the hole discovered before, during or after use? If during or after, please answer the questions below as well. During. Did serious injury occur as a result of this incident? No. Did erroneous results occur on the patient due to this incident? Was the course of treatment changed due to event? Exposure to blood/bodily fluid? Yes, bloody saline solution were any other actions taken because of the issue stated?